Manufacturer narrative:
The sample has been discarded, and the lot# of the sample was not provided. Info has been added to the database for trending purposes.

Event description:
The company received a report where it was claimed that the tube presented an obstruction during pt use. It was reported that the pt experienced difficulty breathing for a short period. The tube was replaced without incident.